Manufacturer narrative:
It has been indicated that the device from the reported event was retained by the user facility and angiodynamics is attempting to obtain the used device for evaluation. Upon receipt of the sample and/or completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device not yet returned to manufacturer.

Event description:
As reported by hospital on voluntary report (B)(4), "after completing his treatement, rn was flushing the catheter and it was noted that the purple hub of the catheter was fractured and fluids were leaking out. PICC was removed and a new one was placed." The PICC was being utilized for rituxan infusion. It was stated the used device was retained by the hospital.

Manufacturer narrative:
Despite multiple good faith efforts on the part of angiodynamics, neither the sample, nor the upn and lot # were able to be obtained from the end user hospital. In the absence of the device information, a device history review and a shipping history report were not able to be generated. The may 2017 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked. " no adverse trend was identified. Without receiving product for evaluation, we are unable to determine a root cause for the reported event. A possible root cause for the cracked female valve housing may be due to an over-tightened connection with a mating male luer (likely a needleless connector). The directions for use (dfu) supplied with the reported PICC device contains the caution that "repeated over-tightening may reduce hub connector life, " and not to use hemostats to "secure or remove devices with luer lock hub connections." (B)(4).